Manufacturer narrative:
Manufactures investigation conclusion: evaluation of the returned outflow graft assembly, lot number 7683225, confirmed the reported flecks in the lumen of the outflow graft. The sealed outflow graft and outflow graft bend relief were returned in like-new condition. Both the outflow graft and outflow graft bend relief were free of distortion. Examination of the interior surface of the sealed outflow graft revealed 2 flecks both situated approximately 2.5 inches from the outflow graft hardware. The flecks were removable with tweezers. The debris appeared to be a piece of the pre-clot gelatin. The interior surfaces of the sealed outflow graft and graft attachment were otherwise unremarkable. The bend relief material was unremarkable. The screw ring revealed no evidence of damage or defects to the screw threads. The outflow ptfe washer was present and properly seated within the screw ring. The graft attachment o-ring and c-ring were both free of damage and located in the correct grooves within the graft attachment. Outflow graft, lot number 7683225, was shipped to the supplier for further analysis. Per the supplier¿s investigation, the excess gelatin particulate was likely introduced to the graft after the impregnation process, as the supplier¿s final inspection did not identify gelatin specs prior to release. The cause of the gelatin particles being present could not be conclusively determined at this time. Additionally, abbott performed a voluntary review of internal procedures. The relevant manufacturing and inspection procedures will be updated to include inspection for excess gelatin specks. Abbott will continue to monitor this issue. The heartmate 3 lvas IFU, rev. C is currently available. The IFU outlines the steps for preparing a heartmate 3 sealed outflow graft for implantation, including ¿inspect the interior of the graft and remove any debris¿. The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. The relevant sections of the device history records for the outflow graft assembly, lot number 7683225 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during pump preparation the implanting surgeon noticed a small fleck in the outflow graft. The site decided not to use it as it was reported as ¿out of box failure.¿